Event description:
It was reported that on (B)(6) 2021, the patient underwent the tha surgery for oa of hip with the stem in question. After surgery, the patient had repeated dislocations. Regarding the cause of dislocation, it has been discussed that the soft tissue damage may have resulted in loosening of tension. A revision surgery is scheduled at another hospital, but the timing has not been decided yet. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided. H10 additional narrative: added: b5, d10 (concomitant med products), h6 health effect - clinical code.

Event description:
Additional information received. Revision surgery will be performed on (B)(6) 2022. Since infection is also suspected, all the implants will be extracted, and a mold will be used for treatment; as of (B)(6) 2022, it is unknown that planned revision surgery has been performed or not.